Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt. Date: (B)(6) 2011: I-stat result: 0.08 ng/ml time: 16:59. Beckton dickinson result: < 0.03 ng/ml at 23:20 (lab). The suspected discrepant results was released to a physician. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the food & drug administration.